Manufacturer narrative:
The device will not be returned for evaluation as it has been discarded by the hospital.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the event was learned through the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic valves and annuloplasty rings), rather than a true post-market registry. Permanent identification cards are issued and sent to the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
On (B)(6) 2010, our implant patient registry received an implant data card for a 6900p valve. The card indicated that the device was explanted. No other information was provided. On (B)(6) 2010, through follow up with the health care provider, sales received a response from the surgeon that the device was explanted because of patient related issues and this was not a malfunction of the device. Surgeon indicated there was regurgitation due to "very poor heart function, acute state, need perfect valve." Surgeon did not know if the device was available for return. Operative report was not indicated as available. On 11/04/2010, additional information was received which identifyied the replacement device as a st. Jude mechanical valve. The surgeon was not satisfied with the surgical outcome of the replacement. It was asked but remains unclear if the patient was taken off bypass before the device was explanted.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure within a patient with stomach cancer on (B)(6), 2010. According to the complainant, the patient had a seven centimeter lesion between the stomach and duodenum. During the procedure, the stent device was successfully inserted into the endoscope without resistance. During deployment, as the physician withdrew the deployment handle, the handle detached. As a result, the stent was unable to be deployed. The device was removed from the patient, and the procedure was completed with a 22 x 90 mm wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.